Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Event description:
It was reported the device gave "constant no cassette" alarms. No adverse effects reported.